Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2019. It was reported that the hcp was unsure of the cause of the stall. The patient was taken to surgery and the pump was replaced. The stall did not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep reported they were in possession of the device and planned to send the pump back to the manufacturer for analysis.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and shaft wear on the upper shaft of gear number two. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen (3000 mcg/ml at 615 mcg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient had a motor stall at initial interrogation. It was noted the patient did not recently have a MRI. It was noted the patient and the family began hearing the critical alarm every 10 minutes this morning. Upon interrogation, the logs show a motor stall has occurred and has not recovered at this time. It was noted the motor stall occurred on (B)(6) 2019 at 7:00am. It was confirmed there were no emi/magnetic sources present. It was discussed to re-interrogating pump with logs. There was no interrogations that resulted in a recovery. No symptoms were mentioned. It was noted the pump had intermittently stalling since (B)(6) 2019 and was going to be replaced and returned for analysis.